Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a hole near the distal tip. Due to the damage sustained by the cannula, cause of bleeding/bruising could not be determined.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl and that the site was red, painful and hot at the insertion site. There was insulin leaking at the site and the adhesive pad was wet with a little bit of blood on it. The pod was worn longer than 48 hours. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).